Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The batch review 3675192 showed that the devices were conformed to in process and finished goods specifications when released to stock the 18 feb. 2013. Expiration date: 2018-02 (according to retained labels). No non conformance was opened. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an open bankart procedure that the sutures came right out on the customer's g ii quick anchors plus 2 excel ethibond. The sales rep reported that once all 3 anchors were inserted in the bone hole and secured, the surgeon then proceed to tie the sutures and on all 3 anchors the sutures just came right out. The 3 anchors were left in the bone holes and the surgeon was satisfied with their placement. The surgeon completed the procedure by drilling 3 new bone holes and inserting another 3 super quick anchors ((B)(4)) with no patient consequences and a 20 min delay. Please see also medwatch report: 1221934-2018-50782 and 1221934-2018-50783.

Manufacturer narrative:
Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: this complaint was inadvertently incorrectly reported as a serious injury. This complaint is a part of mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. This will be reported as a malfunction. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Please see also medwatch report 1221934-2018-50782 and 1221934-2018-50783.